Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Broken femoral head. Head will be replaced by a head from merete. Osteolock inlay 28mm 10° will be used.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Broken femoral head. Head will be replaced by a head from merete. Osteolock inlay 28mm 10° will be used.